Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20113028, medical device expiration date: 2023-11-19 , device manufacture date: 2020-10-29. Medical device lot #: 20113020, medical device expiration date: 2023-11-19, device manufacture date: 2020-10-29. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: 20113028. Tubing had a hole in it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-24. H6: investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the infusion set indicated a tear in the silicone tubing of the pumping segment. A device history record review for model 2420-0500 lot number 20113028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause of the failure observed could not be clearly identified based on the description of the event, however, the probable root cause for the failure is a manufacturing error when joining the silicone tubing to the upper pumping segment causing for a tear in the tubing.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material #: 2420-0500 and batch/ lot #: 20113028. Tubing had a hole in it.